Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that she was experiencing tenderness and oozing at the site of her interstim lead. She was diagnosed with an infection and the entire system was removed. Further info is being requested from the hcp.